Event description:
On (B)(6) 2011, the nurse reported that the lock pin was stuck and could not be pulled out. Another nurse was subsequently able to pull the lock pin out and the bed was able to rotate. There was no report of an injury.

Manufacturer narrative:
On (B)(4) 2011, after the complaint investigation, it was determined that on (B)(4) 2011, the bed passed quality control (qc) checks and met specifications prior to pt placement. On (B)(4) 2011, kci field repair technician was able to duplicate the customer complaint. The locking pin would not release or re-center. If the lock pin cannot be engaged, then the bed would not be able to rotate to the prone position. The bed was adjusted and the frame was re-centered so that the locking pin engages and disengages properly and re-centers. After the adjustment, the bed passed qc checks and met specifications. The bed functioned as designed.